Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites.  Device alarms with a high priority technical event: 231008 (o2 valve leak and oxygen too high). O2 input test failed due to excessive leakage from the proportional valve. No pataient involved. No harm to patient or user. Prolonged exposure to high oxygen concentrations may cause hyperoxemia. The issue is not likely to be serious to public health but is likely to cause serious injury or death to patient or user if it were to recur.

Event description:
Tf 231008. O2 input test failed due to excessive leakage from the proportional valve.